Manufacturer narrative:
All products were discarded after the procedure and no lot information is available to review the device history record. Catheters are 100% inspected in-process and at final inspection for electrical and mechanical integrity to ensure they met the specification requirements. As stated in the instructions for use (IFU), "vascular perforation is an inherent risk and that the catheter shouldn't be forced into the vessel."

Event description:
Dr. Determined that the ablation catheter (model 83503) did not move properly when trying to complete the left atrium (la) geometry. Dr. Decided to pull back the sl-1 sheath (model 406849) and the ablation catheter to the right atrium (ra) and re-puncture the atrial septum with the brk-1 needle (model 407200). Dr. Re-punctured successfully and completed the map with the ablation catheter moving freely and properly in the la. After 5 minutes or so, the patient's blood pressure was found to be low and the right heart border was not moving. An echocardiogram was conducted with a portable machine and fluid was noted in the pericardium so a pericardiocentesis was performed, which alleviated the tamponade and restored normal blood pressure in the patient. Patient was moved to ccu where he was reexamined by transthoracic echocardiogram and found to have no further pericardial fluid. The patient was doing fine post procedure.